Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient was experiencing some dyskinesia so they wanted to turn the stimulation down. They noted they adjust the settings a lot with the patient programmer. The patient said the dbs was implanted to help with this but they get dyskinesia during their 4 hour medication cycle; 3 out of 5 times a day and they had to adjust stimulation accordingly. No further complications were reported as a result of this event. [Refer to (B)(4) forinformation regarding the patient programmer not connecting to the ins and the programmer not allowing them to go down further]